Manufacturer narrative:
Device was returned for additional evaluation and investigation. Physical investigation was performed on the returned device, confirming the alleged issue. Two sections of catheter were returned. One section 75 cm long is comprised of two smaller section, with a barb connection at 30.5 cm from the non-distal end. The sections were removed from the barb and the analysis was performed on each section separately. The first 30.5 cm section of catheter is a flowonix catheter and is patent with air and swi. The other 44.5 cm section is a non flowonix product, and is not patent with air and swi. The second section is 17.75 cm long with a distal end, and is not patent with air and swi. The first 10 cm of this section feels hard and brittle. Analysis on the sections of catheter confirmed an occlusion in two of the section of catheter. This is believed to be the cause for the observed volume discrepancy. The root cause for the confirmed issue is an occlusion in a section of non flowonix catheter. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Internal complaint number: complaint-(B)(4).

Event description:
Sales representative contacted technical solutions in order to report a catheter that was explanted due to a volume discrepancy. Representative stated that they were only made aware of one underinfusion discrepancy that occurred in august where the expected volume was 15 mls and the returned volume was 19.5 mls. Representative stated that the physician did not perform a cap study, and that the patient's catheter contains both flowonix and medtronic segments. The exact date of the alleged volume discrepancy is unknown. The patient's pump explant was captured through MFR 3010079947-2020-00340.